Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vulvovaginal candidiasis ("candida vaginosis"), migraine ("migraine"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vulvovaginal candidiasis and migraine had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered abdominal pain, menorrhagia, mental disorder, migraine, pelvic pain, post procedural complication, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, uti, candida vaginosis, migraine quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: mr received. Reporter information was added. Patient¿s date of birth was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vulvovaginal candidiasis ("candida vaginosis"), migraine ("migraine"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vulvovaginal candidiasis and migraine had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered abdominal pain, menorrhagia, mental disorder, migraine, pelvic pain, post procedural complication, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, uti, candida vaginosis, migraine quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vulvovaginal candidiasis ("candida vaginosis"), migraine ("migraine"), post procedural complication ("post removal complication") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vulvovaginal candidiasis and migraine had resolved and the post procedural complication and mental disorder outcome was unknown. The reporter considered abdominal pain, menorrhagia, mental disorder, migraine, pelvic pain, post procedural complication, urinary tract infection and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, uti, candida vaginosis, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event "injury to herself" updated to "pelvic pain", events- " psych injury, post removal complication, abdominal pain, menorrhagia, uti, candida vaginosis, migraine " added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.